Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose level of 40mg/dl. The customer did not wish to speak with anyone or be contacted due to being busy. No further information provided.